Event description:
Customer reported a motor error alarm during a bolus delivery. Customer's blood glucose was 156 mg/dl. Customer also reported receiving no delivery alarms. The customer could not recall any significant events leading to the alarms. Customer stated he was able to rewind his insulin pump. Troubleshooting did not occur for the no delivery alarm because it was usually associated with the motor error alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)